Event description:
On 2026-feb-17 additional information was received from the patient. The patient stated that their battery was low so they were having it replaced. The patient stated that there was an "unknown reason for this". The patient reported that they were told the battery would last 10 years if it was left on 1, but if they did that they might as well not use one. The patient stated "it would be pouring out of me". The issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins would last 10 years, but it didn't. Patient stated that when they changed programs, the programmer told them that the internal battery is low. Agent reviewed that the ins battery longevity depends on the stimulation level. The patient stated that their stimulation level was set on between 4-11v, and if it's set on a lower level it wouldn't work. Patient also stated that when they changed programs this last time it would be pouring down their legs. Agent redirected them to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.